Manufacturer narrative:
No product was returned to assist in our investigation; therefore, we were not able to determine the root cause of this event. However, when considering the info provided, it is possible the device may have met with resistance beyond its intended design. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections by our quality control department prior to transport. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.